Event description:
A laboratory found measurable levels of lithium in 3 patient samples but none of the patients were being treated for lithium. However, 1 patient had 2 samples drawn and only 1 showed the presence of lithium. Further testing did not detect presence of lithium in any other tubes of the same batch number. The hospital is of the opinion that there is random contamination of this batch with lithium and have withdrawn it from use until investigations are completed.